Event description:
It was reported by service report that the head end brakes would not engage with the foot end pedal. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Slotted spring pin.